Event description:
Complainant alleged that during biomed testing the device caused the associated defibrillator to display a "release buttons" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Company has not received the device for eval, and this complaint is still under investigation.